Event description:
It was reported that while lasing on the right lateral lobe during a prostate procedure, the fiber cap detached at 87,931 joules of use; there was no calcification that impacted the fiber breakage and it looked like a clean detachment. The fiber cap was retrieved from pt and the procedure completed using a second fiber. There was no report of injury.